Event description:
Surgeon requested echelon 60, a linear cutter used for bowel resection. It did not work properly: it was not able to cut and release the staples. No harm to bowel or patient. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by calling my number below.